Manufacturer narrative:
Patient information is not available for reporting. Date of surgical event is not known. This report is for an unknown screw. Part and lot numbers are unknown; UDI number is unknown. Device malfunctioned intra-operatively and was not implanted / explanted. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. (B)(7). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during an unknown procedure, on an unknown date, while the surgeon was attempting to implant an unknown headless compression screw, the surgeon was unable to get the screw fully seated in the bone. The surgeon reported that they had utilized a guide wire, drilled using a countersink, but was still unable to get the screw fully implanted. The surgeon then chose an alternate screw to complete the surgery. There were no adverse events identified and unknown surgical delay. This report is for one (1) unknown headless compression screw. This is report 1 of 1 for (B)(4).